Event description:
An implantable cardiac resynchronization therapy defibrillator, a defibrillation lead and a left ventricular pacing lead were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately one month post the device system implant, and approximately two and one-half years ago.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received. Concomitant product: 419478 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.